Event description:
It was reported that pump housing surrounding usb port was damaged from normal wear and tear, which affected ability to charge and meant pump could no longer be considered watertight, although pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode before returning it, to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and to return damaged pump using prepaid label, and technical support arranged shipment of replacement pump.